Event description:
It was reported that the patient presented for device upgrade. Externalized conductors were noted. Lead-to-lead interaction suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received only the distal portion of the lead was returned for analysis. Internal insulation abrasion breaching the re lumen was noted at 10.8 to 13.0cm from the distal tip. Internal insulation abrasion breaching the re lumen was noted at 21.9 to 24.7cm and 16.7 to 16.8cm from the distal tip. Internal insulation abrasion breaching the svc lumen was noted at 22.0 to 22.5cm from the dis stal tip under the svc shock coil. Etfe insulation was intact at all abrasion locations.